Event description:
An endurant stent graft system was implanted in patient for endovascular treatment of a 27 mm diameter fusiform abdominal aortic aneurysm. It was reported that the patient expired due to unknown cause approximately four years and six months after the index procedure. Per investigator cause of death is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from clinical as follows: the previously reported patient death was adjudicated by the cec as to be not related to the device and not related to the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.